Manufacturer narrative:
The catalog number and lot were not provided. The device was reported as an unknown accolade tmzf stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. (B)(4).

Event description:
It was reported that there was a left hip stem revised due to a fractured femur.